Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the iabp was not seated correctly in the trolley, compromising the regular battery recharge cycle. The iabp was seated correctly and charging continued. The fse advised the staff to check the correct seating in the trolley.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no delay in therapy. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no delay in therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service representative that no malfunction of the iabp was detected, and that the issue was solved.

Manufacturer narrative:
A getinge service representative reported that no malfunction of the iabp was detected, and that the issue was solved. The iabp was has been returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (dec 2019 through nov 2020) was reviewed. There were no triggers identified for the review period.